Manufacturer narrative:
(B)(6).

Event description:
It was reported that during procedure t1 and t2 were deployed simultaneously. A delay between 0-30 min was reported. The procedure was completed with a backup device with no patient injury reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows no ts or sutures remain on the insertion needle but were returned. Examination of the construct shows the suture has been cinched and t2 is bent. The actuator is in its post t2 deployment position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. The condition of the device indicates that the trigger was manually advanced twice during deployment of t1 causing the premature deployment of t2. Per the device IFU warning: do not push the deployment slider twice or the second implant will deploy prematurely. No root cause related to the manufacturing process can be established.